Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: an f/g,promus element, mr, ous 3.00x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and the result was within the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube kink within the strain relief, 5.3cm distal from of proximal edge of manifold. A visual and tactile examination of the shaft polymer extrusion found a mid-shaft kink 1.1cm distal from the hypotube/mid-shaft bond. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.